Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material at the nozzle and distal tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information obtained, the reported issue of foreign material remaining in the subject device was unbale to be specified and was not confirmed. Additionally, the foreign material residue points were confirmed to be free from deformation. However, the definitive root cause could not be determined. The subject events can be detected and prevented by implementation in accordance with the below instruction for use (IFU). Instructions for gif-xz1200, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events and reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.